Event description:
It was reported the patient a discomfort sensation when they were paced from their right ventricular (rv) lead. The rv lead was reprogrammed to lower the output. The patient reported still feeling discomfort so the rv outputs were lowered a second time and the lead remains in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).